Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 6.5 cm from the pin due to degradation at an insulation wrinkle caused by a tight bend adjacent to the connector boot exposing the outer coil. All other damages noted were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.